Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream sensor nub was missing and the upstream sensor was contaminated. The event history log confirmed a high pressure alarm occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the missing downstream sensor nub. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an alarm for ¿no disposable clamp tubing¿. This occurred when the cassette was attached and the pump started. It also began to double beep. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.